Event description:
It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. The account manager, via telephone instructed the physician on removal technique. In accordance with the instructions for use, the safety release button was depressed enabling the device to be removed. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.